Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan to report the onetouch ultramini meter was giving inaccurately high readings. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2014 at 4:15 pm the patient obtained the blood glucose readings of 219 mg/dl and 184 mg/dl. The patient manages his blood glucose levels with insulin taken on a sliding scale. At that time, the patient experienced the symptoms of weakness, shaking, low energy and he felt hypoglycemia. The patient was unable to state whether the symptoms began prior to or after the meter readings. The patient administered self-treatment by consuming orange juice; he did not seek medical attention. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated blood glucose readings on the reported meter, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.